Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the electrical contact in the video connector is dent was due a component failure of the electrical contact in the video connector; the poor image quality was due a component failure in the charged couple device and the objective lens window is scratched was due a component failure of objective lens window. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the electrical contact in the video connector was dented, a poor image quality and the objective lens window was scratched. There was no patient involvement.